Event description:
It was reported that the patient was presented to the clinic due to unrelated health issues. Upon interrogation, the implantable cardiac monitor exhibited an electrocardiogram anomaly. The device was reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.